Event description:
Case description: investigational results: name: novopen echo. Batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: fiasp penfill. Batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: fiasp flextouch. Batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission case was updated with the following information: -investigation results updated. -device tab: is non-reportable and malfunction fields updated to no. -EU/ca tab: expected date of follow up removed and final report was ticked. -device addendum: annex b c d g codes updated. -CAPA comment updated in eol. -narrative updated accordingly. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: final manufacturer comment: 08-mar-2026: the suspected device novopen echo has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo. Of note, device trouble shooting was successful and device was functioning normally. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of fiasp. H3 continued: evaluation summary. Name: novopen echo batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) blood glucose rose above 500 (hyperglycemia) [hyperglycaemia] the injector button "does not press anymore."paid attention to see if insulin was coming out, we realized it was stuck and did not return to normal." [Device mechanical issue] pen is not delivering insulin [device failure]. Case description: this serious spontaneous case from brazil was reported by a consumer as "blood glucose rose above 500 (hyperglycemia)(hyperglycemia)" with an unspecified onset date, "the injector button "does not press anymore."paid attention to see if insulin was coming out, we realized it was stuck and did not return to normal."(device mechanical jam)" with an unspecified onset date, "pen is not delivering insulin(device failure)" with an unspecified onset date, "hypoglycemia(hypoglycemia)" with an unspecified onset date, "fiasp flextouch: they are using "high doses," they are giving "very large doses" to the patient(overdose)" with an unspecified onset date, and concerned a male patient who was treated with novopen echo (insulin delivery device) from unknown start date for "device therapy", , fiasp penfill (insulin aspart 100 u/ml) from unknown start date for "drug use for unknown indication", , fiasp flextouch (insulin aspart 100 u/ml) from unknown start date and ongoing for "product used for unknown indication", patient's height, weight and body mass index not reported. Medical history was not provided. On an unknown date, patient used fiasp with a novopen echo device and that the pen was not delivering insulin. They explained that it was possible to select the dose, but the injector button "does not press anymore." They reported that they only noticed because two meals were skipped and were giving insulin to them and the blood glucose (blood glucose) rose above 500 (unit not reported); then when they paid attention to see if insulin was coming out and realized it was stuck and did not return to normal. Additionally, they mentioned that they used "high doses, from fiasp flextouch because the pen did not have 0.5 iu increments as reported. They were giving "very large doses" to the patient and, because of this, the patient ends up with hypoglycaemia batch numbers: novopen echo: unknown fiasp penfill: requested fiasp flextouch: requested. Action taken to novopen echo was not reported. Action taken to fiasp penfill was not reported. Action taken to fiasp flextouch was reported as no change. The outcome for the event "blood glucose rose above 500 (hyperglycemia)(hyperglycemia)" was not reported. The outcome for the event "the injector button "does not press anymore."paid attention to see if insulin was coming out, we realized it was stuck and did not return to normal."(device mechanical jam)" was not reported. The outcome for the event "pen is not delivering insulin (device failure)" was not reported. The outcome for the event "hypoglycemia(hypoglycemia)" was not reported. The outcome for the event "fiasp flextouch: they are using "high doses," they are giving "very large doses" to the patient(overdose)" was not reported. Reporter's causality (novopen echo) - blood glucose rose above 500 (hyperglycemia)(hyperglycemia) : unknown the injector button "does not press anymore."paid attention to see if insulin was coming out, we realized it was stuck and did not return to normal."(device mechanical jam) : unknown pen is not delivering insulin (device failure) : unknown hypoglycemia(hypoglycemia) : unknown fiasp flextouch: they are using "high doses," they are giving "very large doses" to the patient(overdose) : unknown company's causality (novopen echo) - blood glucose rose above 500 (hyperglycemia)(hyperglycemia) : possible the injector button "does not press anymore."paid attention to see if insulin was coming out, we realized it was stuck and did not return to normal."(device mechanical jam) : possible pen is not delivering insulin (device failure) : possible hypoglycemia(hypoglycemia) : unlikely fiasp flextouch: they are using "high doses," they are giving "very large doses" to the patient(overdose) : unlikely reporter's causality (fiasp penfill) - blood glucose rose above 500 (hyperglycemia)(hyperglycemia) : unknown the injector button "does not press anymore."paid attention to see if insulin was coming out, we realized it was stuck and did not return to normal."(device mechanical jam) : unknown pen is not delivering insulin (device failure) : unknown hypoglycemia(hypoglycemia) : unknown fiasp flextouch: they are using "high doses," they are giving "very large doses" to the patient(overdose) : unknown company's causality (fiasp penfill) - blood glucose rose above 500 (hyperglycemia)(hyperglycemia) : possible the injector button "does not press anymore."paid attention to see if insulin was coming out, we realized it was stuck and did not return to normal."(device mechanical jam) : possible pen is not delivering insulin (device failure) : possible hypoglycemia(hypoglycemia) : unlikely fiasp flextouch: they are using "high doses," they are giving "very large doses" to the patient(overdose) : unlikely reporter's causality (fiasp flextouch) - blood glucose rose above 500 (hyperglycemia)(hyperglycemia) : unknown the injector button "does not press anymore."paid attention to see if insulin was coming out, we realized it was stuck and did not return to normal."(device mechanical jam) : unknown pen is not delivering insulin (device failure) : unknown hypoglycemia(hypoglycemia) : unknown fiasp flextouch: they are using "high doses," they are giving "very large doses" to the patient(overdose) : unknown company's causality (fiasp flextouch) - blood glucose rose above 500 (hyperglycemia)(hyperglycemia) : unlikely the injector button "does not press anymore."paid attention to see if insulin was coming out, we realized it was stuck and did not return to normal."(device mechanical jam) : unlikely pen is not delivering insulin (device failure) : unlikely hypoglycemia(hypoglycemia) : possible fiasp flextouch: they are using "high doses," they are giving "very large doses" to the patient(overdose) : possible event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated references included: reference type: e2b company number reference ID#: (B)(4) reference notes.